Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. System was not in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and stuck at 00:00. The fse determined that the problem comes from the start-up of the flexvision pc computer. The fse replaced the flexvision pc, configured the video inputs and re-installed the software. After replacement of the flexvision pc, configuring the video inputs and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.